Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that some areas of the pump touch screen were unresponsive. The customer was unable to access "pump volume" and "load" options. The customer's blood glucose level was not impacted. The customer confirmed that an alternate method of insulin delivery was available.